Event description:
It was reported that the soft limit alarm was overridden and received a yellow alert from the device during a continuous fentanyl 3,000 mcg / 300 ml (10 mcg / ml) infusion, however the data was missing from the ikp data report. The patient received an over infusion of the fentanyl, however it was later determined to be a user error. The patient was intubated, and there was no patient harm. The event occurred in the critical care unit.

Manufacturer narrative:
The customer¿s experience of an over infusion due to user programming was neither confirmed nor replicated. The intended programming was not reported. The event log shows the user overriding the soft guardrails warning several times. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the customer¿s experience of an over infusion due to user programming was not identified.

Manufacturer narrative:
The customer¿s experience of an overinfusion due to user programming was neither confirmed nor replicated. The intended programming was not reported. The event log shows the user overriding the soft guardrails warning several times. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the customer¿s experience of an overinfusion due to user programming was not identified.

Event description:
It was reported that the soft limit alarm was overridden and received a yellow alert from the device during a continuous fentanyl 3,000 mcg / 300 ml (10 mcg / ml) infusion, however the data was missing from the ikp data report. The patient received an over infusion of the fentanyl, however it was later determined to be a user error. The patient was intubated, and there was no patient harm. The event occurred in the critical care unit.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that rn overridden the soft limit alarms during a continuous fentanyl infusion (3,000 mcg / 300 ml) (10 mcg / ml) and received yellow alert however the data was missing from the ikp data. The patient received an over infusion but later determine it was a user error . The patient was vented however there was no patient harm. The event occurred in the critical care unit.